Event description:
It was reported that a patient was referred for explant surgery since the patient has not had a seizure since implant and the device was turned off. It was also stated that the patient felt pain in their neck and had limited range of motion in their neck due to vns. Information was received that per the physician, the believed relationship between the pain in neck and limited range of motion and the vns is that it is related to the presence of the device. It was stated that the patient is being explanted due to the reported pain and limited range of motion and that the explant is to preclude a serious injury. No surgical intervention has been reported to date. No additional relevant information has been received to date.